Event description:
(B)(4). Initial information received on 02-jan-2017 by distributor, additional information received on 24-mar-2017. On 02-jan-2017, dentist contacted distributor and indicated that the suspect device benco gibson easy needle 30ga short (batch #: f05421ab, expiration: 2021-08) was found "needle coming apart". The initial information was forwarded to (B)(4) on mar-2017. On 24-mar-2017, upon follow-up contact with the reporting dental office by (B)(4), it was indicated that the true nature of the concern for the suspect device was "one of the needles had broken in a patient's mouth". No further details about the incident is available at this time. Causality assessment on 19-apr-2017 on initial information received on 02-jan-2017 (non serious) and additional information received on 24-mar-2017 (serious); a. Seriousness: serious - required intervention to prevent permanent impairment/damage (devices); b. Listedness/expectedness: needle issue: unexpected fr; c. Causality: a) latency: unknown; b) recognized association: no; c) analysis: without additional information from the dentist and from analysis report, this case is not assessable; d) dechallenge: na; e) rechallenge: na; concluded causality who: not assessable.

Manufacturer narrative:
All cannulas used by sofic to manufacture this batch of needles were delivered to sofic with a certificate of compliance with the iso 9626 standard (relative to the stainless steel needle tubing). Stiffness and breakage tests comply with the requirements of the iso 9626 standard. Additional bending and dynamometer tests carried out by sofic on the reserve samples did not show any defect. No defect was detected on the needles from the batch during analysis and tests. No other complaint was received for this batch (f05421ab) out of (B)(4) needles sold. In the absence of the actual defective needle in the case reported and no fault was detected during tests of the retain samples for this batch, it is difficult to determine the cause of the problem. The incident seems to be due to the non-observance of the instructions for use.

Event description:
Analysis report received on 21-apr-2017: no defect was detected on the needles from this batch during analysis and tests. Causality assessment on 04-may-2017 on investigation results received on 21-apr-2017: seriousness: serious - required intervention to prevent permanent impairment/damage (devices). Listedness/expectedness: needle issue: unexpected fr. Causality latency: unknown recognized association: no. Analysis: no defect was detected on the needles from this batch during analysis and tests. The incident seems to be due to the non-observance of the instructions for use. Indeed the possible causes for the reported problem may be the bending of the needle before use, excessive pressure or movement of the needle during injection, the use of a needle size inappropriate to the type of procedure and/or a sudden movement of the patient during injection. Without additional information, the case was assessed as unlikely related. Dechallenge: na. Rechallenge: na. Concluded causality who: unlikely.